Manufacturer narrative:
Manufacturing site: asahi intecc, (B)(4). When the device was returned to the manufacturer for evaluation, a reportable malfunction (core separation) was recognized for the first time; therefore, the date the manufacturer became aware of this event was considered the date the device returned. The returned guide wire had its coil wire elongated for approximately 40 mm originated at approximately 41 mm distal to the solder which was set at 50 mm from the wire tip. Approximately 46 mm distal to the solder, coils were found disarranged and the inner coil wire was exposed underneath. Microscopic observation of the inner coil wire found the coils were tightened and fractured with the core wire. The distal segment of the wire was also microscopically observed. The inner coil wire was found twisted at approximately 1 mm from the wire tip. The distal solder was found attached on the distal end of the wire; the coil wire remained in one piece despite being elongated. Measurement of the core wire length indicated that the entire wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded that torsion exceeding the product's design limit was inadvertently and continuously applied to the guide wire while its tip was being trapped by the calcified lesion, causing the core wire and the inner coil wire to become wrenched off. The coil wire was assumed to become elongated by tensile stress applied upon wire removal. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] when torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction; and, [malfunction and adverse effects] damage (kink, bend, break apart).

Event description:
It was reported that an ashai guide wire became stuck with a concomitant non-asahi microcatheter during a ppi to treat a heavily calcified occlusion in the right sfa. The guide wire was advanced with the microcatheter; however, it failed to cross the lesion. During wire removal, it became stuck with the concomitant microcatheter. Both microcatheter and the guide wire were removed from the anatomy. A new guide wire was replaced to resume the ppi. Although attempted, the guide wire was unable to cross the lesion; therefore, the procedure was terminated. There was reportedly no problem with the patient after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.